Manufacturer narrative:
It was noted that the hospital indicated since the ICD still had six years battery life remaining they planned to donate the device, thus it would not be returned for analysis. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms for an unknown reason. It was noted that the shock impedance had been trending on the high side for awhile. A revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. No additional adverse patient effects were reported.